Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received the belt failed a te recognition test. Upon evaluation, the heat shrink tubing was sticking to the distribution node enclosure and had come off of the pulse wires in the distribution node. The cause of the failure was a short between the pulse wires and component u713 on the distribution node. The cause for the shorted was the damaged heat shrink. The cause for the damaged heat shrink was unable to be positively identified. No adverse event resulted from the defective electrode belt.